Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated cardiac troponin I-ultra (tni-ultra) was obtained on a patient sample on the advia centaur xp instrument. Siemens further investigated the issue and determined that no service intervention was required. A siemens specialist determined that a clot potentially contributed to the discordant, falsely elevated cardiac tni-ultra result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned the result. Based on the discordant result, the patient was admitted to the hospital and was monitored. The sample was repeated on the same instrument and on an alternate atellica im analyzer, resulting lower. The patient's blood was redrawn, and the new sample(s) was/were tested on an alternate advia centaur cp instrument at an alternate laboratory, resulting lower than the discordant result. The tni-ultra result of <6 ng/l was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.